Event description:
The intra aortic balloon leaked. Blood was noted in the catheter tubing and membrane. (Event complications: none from the event-reported 7/21/98.) (Pt's current status: unk-rpt'd 7/21/98.)